Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm that appeared on the homechoice (hc) unit during initial drain. The home patient (hp) stated that the spare supply line clamp was left open causing the alarm. The technical service representative (tsr) advised to discard all of the supplies and report the alarm to the peritoneal dialysis nurse. The hp would finish the therapy manually. On (B)(6) 2010, baxter product surveillance contacted the nurse. The nurse stated that she was aware of this report and has gone over proper procedures with the patient. The patient is doing fine and has been able to continue therapy. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.